Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the system operating as intended and a direct correlation between the reported dyspnea, asthma, and heartmate 3 lvas serial number (B)(6) could not be conclusively established through this evaluation. The dyspnea was attributed to the patient¿s asthma. The system controller event log file contains data from (B)(6) 2019 at 08:52 through (B)(6) 2019 at 15:35. Motor power ranged from 3.395-3.773 mw, calculated average flow ranged from 2.9-4.6 lpm, and calculated pi average was between 3.0 and 6.3. No atypical alarms were captured for the duration of the file. The pump speed did not drop below the low speed limit for the duration of the file. The system controller periodic and lvad log files were also reviewed and appeared to show the system operating as intended. It was later reported that the cause of dyspnea was asthma and the patient exhibited no other symptoms. The asthma improved and the patient was discharged. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU lists respiratory failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system; however, it should be noted that although the patient was temporarily intubated and placed on a ventilator, the patient¿s dyspnea was later attributed to asthma. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from dyspnea and was urgently admitted to (B)(6). The patient is intubated and supported by ventilator. Log file analysis noted that there were no unusual alarms or events seen within the log file. The vad is functioning as intended.